Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable. Information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that after intraocular lens (iol) implantation, patient experienced blurred vision at all distances. The patient was dissatisfied with vision. The lens was removed and replaced with a monofocal lens in a secondary procedure. The clinical reason for explant was visual disturbance. Additional information was received. In the surgeon's opinion the iol contributed to patient's symptoms. The patient seemed not to tolerate multifocality. The iol exchange was done with a non-company lens. There was no harm reported in patient after iol exchange.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and viscoelastic with an unspecified company handpiece. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal 19.0 diopter (add power +2.2/+3.2) lens was replaced with a non-company, 19.0 diopter, monofocal lens model. The product has not been received to evaluate. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).